Event description:
A device report received indicates patient status post plate and screw implantation on an unknown date returned to surgeon. It was discovered on an unknown date the dhp plate 2.7/3.5 broke. It was noted the seven screws were not broken and surgical intervention was needed.